Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tip of the instrument was slightly bent causing it to not connect to the trial stem.

Manufacturer narrative:
Examination of the returned device confirmed the tip is bent. The root cause is attributed to suspected misuse. Based on the root cause determination of misuse, no corrective action is being taken at this time. Monitor complaints through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.